Event description:
It was reported that the patient was asymptomatic. It was noted that left ventricular (lv) lead dislodgement was observed on chest x-ray. The lv lead was extracted and replaced. The patient was stable.